Event description:
The remb micro drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, it was discovered that the rotor was stuck in the motor due to corrosion. Corrosion was also found in the driver, drive pin, spacer washer, and press plug.